Event description:
During a laparoscopy, the surgical bed tipped abruptly. The patient was supported by the surgeon and did not suffer harm. Technical assessment by biomed: table was inspected and all controls were functioning properly. Found moderately loose standoffs on head and foot. The standoffs were tightened and bed was returned to service.